Event description:
According to the complainant, the patient underwent the third bronchial thermoplasty treatment (date unknown) to the right and left upper lobes under general anesthesia. The procedure was completed successfully and no device malfunctions occurred. Post procedure the patient began experiencing a worsening of asthma symptoms. According to the complainant ¿the third procedure was done despite the patient having significant wheezing and was possibly in the midst of an exacerbation which the patient only revealed to dr. After undergoing the procedure¿ the patient was hospitalized for 5 days and treated with high dose steroids.

Event description:
According to the complainant, the patient underwent the third bronchial thermoplasty treatment (date unknown) to the right and left upper lobes under general anesthesia. The procedure was completed successfully and no device malfunctions occurred. Post procedure the patient began experiencing a worsening of asthma symptoms. According to the complainant "the third procedure was done despite the patient having significant wheezing and was possibly in the midst of an exacerbation which the patient only revealed to dr. After undergoing the procedure" the patient was hospitalized for 5 days and treated with high dose steroids.

Manufacturer narrative:
The exact event date is unknown, however it was reported that the event occured 3 weeks prior to (B)(6) 2014. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. A visual and functional examination of the complaint device could not be performed as the device was disposed and not returned for analysis. A review of the device history record (DHR) confirmed that the device met all material, assembly and product specifications at the time of release to distribution. A labeling review was performed and from the information available, this device was used per the directions for use (dfu) / product label. The dfu list asthma exacerbation as a possible adverse event that may occur with the use of this device. Therefore, the most probable root cause classification is anticipated procedural complication.